Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional perclose prostyle device referenced is filed under separate medwatch report number.

Event description:
It was reported that suture placement in the mildly calcified right common femoral artery was attempted with two prostyle devices using the pre-close technique via a 7f sheath prior to a coronary intervention with impella support. Reportedly, when the plunger was removed, no suture came out for both devices. The sutures of two proglide devices were successfully pre-placed. The sheath was upsized to 10f and the coronary procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.